Manufacturer narrative:
(B)(4). Conclusion: the service technician replaced the power flex to address the problem found while in service.

Event description:
The unit was sent to carefusion for the 15k performance maintenance. While in service, the service technician found that power flex was damaged. Pin 5 of jp4 was burned. There was no patient involvement reported with this complaint since it was found during maintenance.